Event description:
A scalpel cautery instrument was alleged to have smoked during procedure. The cautery instrument was removed from the patient and replaced with a permanent cautery hook instrument to continue the case to completion. No patient injury or adverse outcome was reported.